Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer changed the insertion site six times, but the alarm persisted. The customer's blood glucose was 125 mg/dl. The customer was able to perform troubleshooting and verify that insulin exited. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.